Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) in which the physician moved the reservoir. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The reservoir was repositioned due to it herniated. There were no patient adverse effects.